Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the male adapter of an unspecified syringe delivery of an unspecified pre-medication. After an unspecified length of time, the customer contact reported that the clave secondary port snapped off in the nurse's hand. At this time, it was reported that a drop of solution leaked. No specific details were provided. The tubing set was replaced and the therapy was resumed. The customer contact reported a delay of therapy of five minutes; however there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.